Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-implant, the right atrial (ra) lead appeared to have lost atrial capture and fluoroscopy confirmed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.